Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic was torn during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury. There were two lenses that tore while being implanted into this patient. See MFR report 2023826-2006-01087.

Manufacturer narrative:
Results - visual inspection of the returned product showed that pieces of the optic and a haptic had been torn off. There was evidence of both a reddish and a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.